Manufacturer narrative:
Aso has evaluated returned samples as well as retained samples of the same lot number for adhesion properties. Results of the tests are acceptable with no defects found. In addition, aso reviewed the complaint history on the same lot number and found that this was the only complaint received on this lot number. A lot trace to the raw materials was performed to review testing records and all parameters evaluated were found to be inside the specification limits.

Event description:
Consumer reported that while removing bandage, this ripped her skin off and it looks like a burn on her skin.